Event description:
It was reported that the zimmer universal modular electric/battery double trigger handpiece was noisy and froze upon inspection. Clinical follow-up received indicated that the issue was noted during an annual inspection process. The item was not being used in a surgery at the time, nor was it scheduled for a surgery at the time of inspection.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. Upon receipt, the double trigger handpiece was visually inspected with no detection of any external damage that may have contributed to the device potentially being nonfunctional. No power source was returned with the device such as atk or flash batteries or electric power supply. It was confirmed the handpiece did not run and the motor appeared seized. The device did emit a clicking sound and the motor did not turn. The cause of the reported issue is undetermined. The device was not returned to the customer as they requested a replacement device.